Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a force sensor error/bottom case crack. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the tamper seal was removed and there was a crack on the right plunger case. There was evidence of the reported problem (error) being recorded in event history log. The reported problem was not duplicated. The investigation found that the pump was manipulated by the customer during self-test and the device was damaged due to an impact. For corrective action it was recommended that the force sensor be calibrated, and for the bottom case and plunger assembly to be replaced. Preventative maintenance was performed, and all functional testing passed. The root caused of the reported problem was traced to the customer. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 3500; h4: mfg. Date. 08-feb-2011.